Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the product code involved in the reported event. Answer- (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? (B)(6) 2021. What is the lot number? T0003. Was there any adverse consequence associated with the patient? No.

Event description:
It was reported that a patient underwent an unknown cancer surgery on (B)(6) 2021 and suture was used. During the procedure, needle and suture got separated from the swage point while suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: product complaint (B)(4) was logged in for voc performance-pull off suture needle on dt 02-sep-21. Below is the result of detailed investigation against mentioned voc. Received complaint sample: complaint sample consisting of one opened outer foil, zipper tray, lid, suture and needle. Complaint sample investigation outcome: upon visual inspection of complaint sample, it has been observed that received suture material was in partial disintegrated condition. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at bottom cavity side of the packs were observed. Received needle was visually inspected under 10 x magnification and it has been observed that several user instrument marks and bent up appearance right behind the bend area were observed. This indicated that the needle was grasped with force. As a part of investigation batch manufacturing record was reviewed. No deviation was observed in the batch manufacturing record. Finished good test reports were reviewed and observed that all the parameters were complying with respective specification. Five retain samples of code lot nw1764/t0003 were subjected to analysis and compliant results were obtained for knot pull tensile strength test. To verify the complaint, results of retained samples were reviewed and no discrepancy was observed for needle pull testing. Results for needle pull test were complying with the pre-defined acceptance criteria. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 21.18 n and value at release was found to be 15.49 n which meets the average in-house requirement i.e. Nlt 6.77 n. All the individual as well as average needle pull values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the review this is not a confirmed complaint. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.